Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. Two opened probes were received, with a tip protector, in a tray, for the report. The sample was visually inspected and found to be nonconforming with orange/brown foreign material on the port face. The sample was then functionally tested for actuation, aspiration and cut. Sample was conforming for aspiration. The actuation and cut functionalities of the returned probe were unable to be tested as needle/stiffener pulled out of the needle holder when perform functional tests. However no noise was observed. The probe was disassembled and the components inspected. Excessive wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks observed on cutting edge and bend area on the inner cutter. Sample 2 was not within the final lot number reported based on radio-frequency identification device (rfid) tag identification; therefore, no sample evaluation was performed. A review of the device history record traceable to the lot number obtained from the device¿s rfid tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation does not confirm the probe had an abnormal noise and aspiration failure. The complaint evaluation was unable to confirm the reported cut failure due to the needle/stiffener pulled out of the needle holder. However, the needle/stiffener pulled out of the needle holder and observed gouge marks on the cutting edge of the inner cutter of the probe are potential contributor factor of the reported cut failure at the time the reported event was observed. How and when the needle/stiffener pulled out of the needle holder cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site. The root cause for the cutting edge gouges as well as the foreign material observed is due to the excessive surgical use of the probe. The vitrectomy probe is verified for 20 minutes of use at maximum cut speed per the probe dfu and it appears that the probe has experienced a use much greater than the typical timeframe of the vitrectomy portion of the procedure. The excess usage of the probe will wear and damage the inner cutter such that the cutter function becomes poor, bent, or does not function at all. The reported abnormal noise and aspiration failures were not confirmed. No action has been taken by the manufacturing site as it appears that the observed cut failure was due to excessive use of the probe by the user. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A nurse reported that abnormal noise during the use of the vitrectomy probe, sometimes the cutting speed was insufficient, and also the cutting and aspiration was poor during surgery. The procedure type was unknown. The surgery was successfully completed after replacing the product with another one. There was no impact to the patient.